Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Heli-fx endoanchors were implanted during an unknown endovascular procedure. It was reported during the index procedure, atter 10 endoanchors were implanted successfully an accessory cassette containing 5 endoanchors was opened. During the first loading attempt it was found that the all 5 endoanchors were missing and the cassette was empty. It was reported all 5 endoanchor ports were attempted to be loaded. It was noted that the original cassette with the applier has not been mixed up with the ancillary cassette. There were no issues with the applier. A new cassette was opened and the procedure completed successfully with a total of 15 endoanchors implanted. The cause was undetermined. It was noted that the packaging was fine prior to opening. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis the endoanchor cassette was received with four of the five ports punctured. After opening the cassette, all five endoanchors were confirmed to be present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.